Event description:
A peritoneal dialysis pt reported he was admitted to the hospital on (B)(6) 2011 with fluid overload. The pt received this cycler on (B)(6) 2011 version 2.8.2. The pt reported he felt too full on the (B)(6) at his clinic visit and then was admitted on the (B)(6) with diagnosis of fluid overload, he was hemodialyzed on the (B)(6) and released. The pt routinely uses the cycler 6 times a week and has one hemodialysis treatment.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not evaluated. A review was performed of the device history records and there were no unexpected variances, adjustments, or comments noted in the device records. A review of the complaint handling system listed no other complaints regarding the reported symptom for this device. A review was performed by the post market clinical department. Per the pharmacovigilance physician there is no evidence that the cycler caused or contributed to the pt's volume overload. The pt was maintained on both peritoneal dialysis and once weekly hemodialysis due to issues with volume control. Additionally his record indicated positive ultrafiltration with his peritoneal dialysis treatments. . This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between 03/21/2011 to 03/11/2013.